Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported gripper actuation issue, detachment of the device or device component, mechanical issue, physical property issue was not confirmed via returned device analysis. However, the analysis confirmed the mechanical jam. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not find any similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue, mechanical issue, detachment of the device or device component, physical property issue and mechanical jam could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported during preparation of the clip delivery system (cds), the grippers failed the function test as they were unable to be raised. There was movement of the grippers but it was not stable. In the physician's opinion, the gripper lever was noted to be looser than usual once the gripper lever was turned. In addition, the lock lever was unable to be unlocked. The lock and gripper lever detached from the cds. Therefore, the device was not used. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.